Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the seal of the device were damaged and it leaked air during the entire surgery and made a strange noise. They opened a new trocar to complete the case. There was no patient injury.